Event description:
The customer reported the mrx did not run on this battery as expected. The battery caused a short run time. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device did not run on this battery as expected. The battery caused a short run time. There was no report of pt involvement. Philips sent the customer a new battery which resolved the failure. As of 11/14/2011 there have been no further calls from this customer site regarding this issue.